Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-08242. It was reported that the patient lost stimulation after riding in a car that hit a bump in the road. An sjm rep met with the patient for system evaluation and observed low impedances. The rep was unable to provide effective stimulation coverage through reprogramming. Additionally, the patient was experiencing tightness and discomfort from his scs leads. Additional info received identified one of the patient's leads as well as an anchor were explanted and replaced during surgery on (B)(6) 2014.